Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and was suffering syncope as a result of an atrioventricular (av) block with an escape rhythm of 25 beats per minute. It was noted the cardiac resynchronization therapy pacemaker (crt-p) did not stimulate the patient. The crt-p was explanted and replaced and the physician implanted a temporary pacemaker. No further patient complications have been reported as a result of this event.